Manufacturer narrative:
The device was returned for review. The visual inspection of the tasp bottom confirmed that a small piece from the central post of the tasp fractured off. All the pieces were returned for investigation. There were cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The lot was manufactured on september 8, 2014 and has therefore been in the field for approximately one year and eight months. It is unknown for how many times the device is being used. The reported issue has been investigated through CAPA. This device is used for treatment. In addition, ps tasp top components and standard (non-cps) tasp bottom components have been modified dimensionally to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. A CAPA was opened for the breakage of tasps. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, but not yet evaluated.

Event description:
It is reported that the provisional was noted as fractured during cleaning.